Event description:
The customer reported the skin spacer was missing and the "x-ray on" light was out.

Manufacturer narrative:
The skin spacer was replaced, the x-ray light was replaced, as far as the password the ge service rep was unable to reload the software ordered. There were no problems found with the x-ray doghouse, hand or foot switches, all the locks and handles were functional and in proper working order. The password was reloaded with the software rec'd and installed. The password is up to date.